Event description:
Adult male with endocarditis of aortic and mitral valve; severe mitral regurgitation and moderate aortic regurgitation. Procedure: mitral valve replacement with a 31mm bioprosthesis and aortic valve replacement with a 23mm bovine bioprosthesis in january 2012. While the surgeon was placing the mitral valve, the cinch suture broke when the cinch mechanism was being activated.